Event description:
An optometrist has a family that has four fungal contact lens infections in the last 16 months. These cl were sent to the MFR for confirmation. There have been no associated eye infections. Both the family and optometrist are wondering what to do. Please help.